Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had read inaccurately erratic. The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient reported that the alleged inaccuracy first occurred at 9 am on (B)(6) 2017. At this time, the patient obtained blood glucose results of ¿183, 106 and 163 mg/dl¿ with the subject meter within 20 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient manages their diabetes with 5 mg glucophage every morning and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that one hour later they developed the symptom of ¿very weak¿, and was subsequently taken to the doctor¿s at 2 pm the same day. The patient only received a blood glucose test at the doctor¿s and a result of ¿118 mg/dl¿ was obtained on the doctor¿s meter at this time. No further treatment was required as a result of this. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter and an approved sample site was being used to obtain the blood glucose results. The patient did not have control solution available to walk through a control solution test with the cca. The patient¿s products were replaced. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did they receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ precision criteria and the alleged inaccuracy was not resolved during troubleshooting.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.